Event description:
Caller reported that the tandem mobi pump battery would not charge, but later stated that the pump had begun charging and the issue was resolved. There was no adverse impact to the customer¿s blood glucose level. No further action was necessary regarding the charging issue.